Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having difficulty connecting to their implanted device. The representative (rep) tried connecting again and then received that data loss screen message. Asked the caller about any return of symptoms to which the caller indicated that some of the patient's symptoms have gotten a little worse and exacerbated a little bit. The following troubleshooting steps were performed: powered off the handset and communicator, closed out of all running applications and confirmed bluetooth was on when connected to handset. Agent had rep try communicating with the clinician application. Caller confirmed connection to ins. Caller checked impedances, determined that therapy was turned off. Therapy was turned back on and rep was going to check therapy settings with patient to ensure they were comfortable. The issue was resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that this issue has not been resolved yet. They have left 2 messages to reach the patient in effort to learn more as well as to meet in person in an attempt to resolve. They plan to reach out to the patient again soon in an effort to resolve this and did not see who the clinic/physician is currently, as it is not listed above. The listed physician is no longer practicing at the local practice listed that originally implanted the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.